Event description:
Affiliate reported that in late (B)(6), it was noted that ventricles of the patients brain became small. In early (B)(6), it was noted that the ventricles of the patients brain became too large. As a result the pressure of the valve was changed from 100mmh2o to 60mmh2o. In mid (B)(6), the device was removed since the patient had developed meningitis. Currently, spinal drainage is being conducted.

Manufacturer narrative:
Upon completion of the investigation it was noted that the device was subjected to various tests. The device and catheter flow after irrigation was normal. Programming could be achieved, but when pressure tested, the device failed. Biological debris was seen throughout the device and may have contributed to the variation in ventricle size reported by the affiliate. However this could not be confirmed. A review of the manufacturing records were reviewed and confirmed they conformed to the required specifications prior to distribution. In addition, all sterilization records are reviewed prior to the release of the device and based on the fact that the device was found to have conformed to the specification the device was released to distribution. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.